Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient encountered a drain complication during drain 3 of 5 and received an air in cassette error message. The nurse was advised to cancel the treatment and when removing the cassette discovered a fluid leak inside the cassette cycler door. Upon follow up with the nurse, it was determined the patient did not experience any adverse events as a result of this incident. The patient had used another cycler and all new supplies to complete treatment.